Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone18.4 cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hypoglycemia, with blood glucose levels dropping to 35 mg/dl while the pod was worn for more than 48 hours. The patient stated that the pod continued to deliver insulin and attributed this to be associated with the event. The patient met with a nurse at the healthcare provider¿s office, and the device settings were adjusted. Despite these adjustments, the patient reported pausing insulin delivery at night to prevent another hypoglycemic episode. The patient was advised to contact their healthcare provider to review the current settings. No symptoms were reported. The patient¿s other health conditions include arthritis. To address the low blood glucose, the patient consumed orange juice, cookies, and milk.